Manufacturer narrative:
Product event summary: analysis found the battery contacts were compressed. Analysis also found the upper case, lower case, two side bail covers, and the battery drawer were broken. It was noted the ring was bent.

Event description:
The external pulse generator was returned to the manufacturer, analyzed and tested out of specification. There was no patient involvement.